Event description:
It was reported that the pt experienced numbness in the lower extremities. Dye study was performed. The catheter was explanted and replaced due to occlusion. The pump contained hydromorphone, bupivicaine and fentanyl. The pt recovered without sequela.

Manufacturer narrative:
(B)(4). The catheter has been returned to the MFR for analysis. A follow-up report will be sent when the analysis is complete.